Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that during a follow-up in clinic, the device had reached eri. The device was noted in (B)(6) 2016 to have a longevity estimate of 3.6 years. In (B)(6) 2016 the estimate had dropped to 1.6 years. The device was explanted and replaced. The physician suspects premature battery depletion. The patient was in stable condition.